Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that they had sensor anomaly. Customer's blood glucose at time of incident was 6.8mmol/l. Customer reported that he wasted a sensor 2 weeks ago. Customer stated that he was getting lost sensor alarm and when he removed the sensor the cannula was not there. Customer was explained that we do not replace products for past event and he needs to call us when having an issue in future.